Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then esmeron (puncture ampoule with rubber stopper was pulled up with a filter needle) was applied. Resistance was suddenly gone. Blood bubbled out of the injection port.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then esmeron (puncture ampoule with rubber stopper was pulled up with a filter needle) was applied. Resistance was suddenly gone. Blood bubbled out of the injection port.